Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm abdominal aortic aneurysm. Vessel morphology at time of implant was reported to be moderately calcified. It was reported the stent grafts has a type iii endoleak. The cause of the type iii endoleak may be due to the long aortic neck. The physician implanted an iliac limb. The physician elected to model the iliac limb with a reliant stent graft balloon. The reliant stent graft balloon was inflated with a 75/25 saline/contrast solution with a 5 cc syringe. Upon inflation of approximately 10 mm or pressure the balloon burst. (MDR #2953200-2007-00503) there was no report of injury due to the bursting of the balloon. The type iii endoleak was successfully repaired with another placement of the iliac limb. The balloon was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.